Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were microscopically examined and functionally tested for leaks. The first cylinder had wear at folds in the middle and the distal end of the cylinder. The tubing of this cylinder had been trimmed down close to the input tube junction. This cylinder also had broken fabric threads from wear in the middle of the cylinder, and a bulge was noted in the middle of the cylinder when inflated with a syringe. The other cylinder had wear at folds in the middle and the distal end of the cylinder. The pump passed microscopic examination and leak testing. Product analysis confirmed the reported clinical observations.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced a knot on the left side of penis. The device was explanted. Upon removal of the cylinder, a tear to the outer layer of the cylinder noted, with bulging of fluid from the inner layer of the left cylinder. Cylinder and pump were replaced. No patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced a knot on the left side of penis. The device was explanted. Upon removal of the cylinder, a tear to the outer layer of the cylinder noted, with bulging of fluid from the inner layer of the left cylinder. Cylinder and pump were replaced. No patient complications were reported.